Event description:
It was reported, that the patient presented in clinic for follow-up. Upon interrogation, it was found, that the right atrial (ra) lead had dislodged. The ra lead was explanted and replaced. Patient condition was stable.